Event description:
Blood found in new purchased syringe at store. Blood in the syringe two different times! I am in a rush today but I am faxing you this important info. I am diabetic and in 2009, when I opened a new bag of needles, which comes from store the needle had blood in the syringe and at the tip of the needle. I called store were I purchased the product and gave the info to their ceo and left message but he has not called me back or his office. I called the police and others here where the needles are distributed from. This is the second time this has happened. It happened approx two or three months ago. People have a I don't care attitude, who have been taking my reports, because they don't use needles. Health dept, police, hospital, doctors, won't check the blood in needle. Please call and check my story out and call me at the number above. No one is doing anything probably and possible more blood filled needles are out there. Possibly a person can be mad about employment or something at the packaging area. The bag was closed and new. For this to happen two times seeing blood something is not right.